Event description:
It was reported that a patient received a system error 2240 (air in set) alarm during use of the homechoice machine. According to the report, the patient stated that this occurred during drain two of four. During troubleshooting, it was noted that the patient disconnected from the set during use without using proper disconnect procedures. The technical services representative assisted the patient in clearing the alarm and advised the patient to start over with new supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report where the home patient clarified that they disconnected from the set during the cycle without using proper procedures. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. The guide provides instructions on how to disconnect for an emergency. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.